Manufacturer narrative:
The ICD under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned ICD data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis did not show any anomalies related to the ICD therapy functionality. The data showed that the ICD functioned as expected according to the programmed parameters. There was no indication of an ICD malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the ICD. The analysis of the returned device data revealed no indication of an ICD malfunction. The ICD functioned as expected.

Event description:
The device has miss-classified a vt as svt. In a different episode, this vt has degenerated into a vf, that was reverted by an ICD shock.